Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using an empty syringe to fill the cartridge. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 130-140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.